Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain'), genital haemorrhage ('heavy bleeding'), ovarian cyst ('ovarian cysts') and rheumatoid arthritis ('rheumatoid arthritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no history of migraines prior to undergoing the implantation of essure. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), migraine ("migraines"), urinary tract infection ("chronic urinary tract infection"), vomiting ("daily vomiting") and menometrorrhagia ("protracted/irregular bleeding/menstrual cycles"). The patient was treated with codeine, hydrocodone and surgery (hysterectomy,salpingectomy and two surgical procedures to have ovaries removed). Essure was removed in 2011. At the time of the report, the pelvic pain, genital haemorrhage, ovarian cyst, rheumatoid arthritis, dysmenorrhoea, abdominal pain, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, urinary tract infection, vomiting and menometrorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menometrorrhagia, migraine, ovarian cyst, pelvic pain, rheumatoid arthritis, urinary tract infection, vomiting and weight fluctuation to be related to essure. The reporter commented: 1st coil removed 6 weeks after insertion, 2nd coil removed 8 weeks after insertion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils in proper place, fallopian tubes occluded. Diagnostic results: hsg performed approximately three months after being implanted with essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received: previously reported event 'chronic pelvic pain' was made intervention required due to added removal surgery. Event: protracted/irregular bleeding/menstrual cycles' removal date, action taken with drug were added. Patient demographic was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 26-jan-2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced chronic pain (seen as pelvic pain), heavy bleeding (seen as genital bleeding), ovarian cysts and rheumatoid arthritis. She took hydrocodone and codeine as treatment of chronic pain. She underwent two surgical procedures to have ovaries removed. The events chronic pain and heavy bleeding are anticipated according to the reference safety information for essure. The other events are unanticipated. Based on the nature of the events chronic pain and heavy bleeding and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the other events, considering their nature and that essure has a local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident due to serious injury (chronic pain and use of medication to treat it). Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain"), genital haemorrhage ("heavy bleeding"), ovarian cyst ("ovarian cysts") and rheumatoid arthritis ("rheumatoid arthritis") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. In 2011, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), ovarian cyst (serious criterion medically significant), rheumatoid arthritis (serious criterion medically significant), dysmenorrhoea ("severe menstrual pain"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), migraine ("migraines"), urinary tract infection ("chronic urinary tract infection") and vomiting ("daily vomiitng"). The patient was treated with hydrocodone, codeine and surgery (two surgical procedures to have ovaries removed). At the time of the report, the pelvic pain, genital haemorrhage, ovarian cyst, rheumatoid arthritis, dysmenorrhoea, abdominal pain, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, urinary tract infection and vomiting outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, ovarian cyst, rheumatoid arthritis, dysmenorrhoea, abdominal pain, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, urinary tract infection and vomiting to be related to essure. The reporter commented: she had no history of migraines prior to undergoing the implantation of essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was coils in proper place, fallopian tubes occluded. Hsg performed approximately three months after being implanted with essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced chronic pain (seen as pelvic pain), heavy bleeding (seen as genital bleeding), ovarian cysts and rheumatoid arthritis. She took hydrocodone and codeine as treatment of chronic pain. She underwent two surgical procedures to have ovaries removed. The events chronic pain and heavy bleeding are anticipated according to the reference safety information for essure. The other events are unanticipated. Based on the nature of the events chronic pain and heavy bleeding and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the other events, considering their nature and that essure has a local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident due to serious injury (chronic pain and use of medication to treat it). Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.